Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and marcaine for non-malignant pain. It was reported that the patient stated that they had a lot of problems with the handset and communicator from the very beginning. The patient stated that in the last couple months they were having extremely long times in order to obtain a bolus. The patient mentioned that one time it took up to 2 hours and then they just gave up. The manufacturer's patient services specialist (pss) had the patient go to the settings application and clear the data. The patient was able to connect to the myptm application and was in a lockout for over 2 hours. The patient claimed they had not gotten a bolus since last night, but patient also made it sound like they had attempted to get a bolus just prior to the call today. The patient will try again in 2 hours. The patient stated they are able to bolus six times per day. The patient mentioned they attempted to get a bolus at 1am but could not and were in pain. The patient stated the lag issue has been ongoing since the previous time they called back in 2024. Pss redirected the patient to their managing healthcare provider if the bolus timing issue still continued to occur.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.